Manufacturer narrative:
The device is alleged to be a pride lift chair, however, pride has not been provided with a model number, serial number, or production date. The consumer information has also not been disclosed. The coroner notified pride that the consumer suffered from osteoarthritis and previously had both knees replaced. The coroner alleges the consumer fell in a nursing home and subsequently died later of a stroke. The coroner is unsure of what caused the fall. The consumer's femur was broken and the coroner is not sure if it was broken before or as a result of the fall. The lift chair was found in the up position. There is no evidence that the lift chair caused or contributed to the femur break, fall, and subsequent death of the consumer. The consumer's family is not faulting pride or pursuing any claims. The consumer previously suffered a fracture in (B)(6) from just sitting. Pride is documenting this alleged incident due to the nature of the claim. The family is not releasing any information or the device for evaluation. Should the device or more information become available, a follow-up report will be issued. Device not available for evaluation.

Event description:
Received an email from a coroner regarding the death of a consumer who used a pride lift chair.